Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) displayed several warning messages that indicated the ICD may have undergone a malfunction and should be scheduled for replacement. The ICD was removed and replaced.